Manufacturer narrative:
Treatment parameters were within clinical guidelines, patient was advised to take bactrim and silvadene for healing. Patient was evaluated for the blister, but did not see the site's doctor when it claimed of an alleged scar. Instead patient sought a different physician for a second opinion. Device was evaluated by technician and operated as intended. Blisters are expected side effects from laser treatment, however in this incident it is reportable. The patient complained to the customer that it developed a blister on (B)(6) 2015 and then claimed it scarred on (B)(6) 2015, indicating patient had not healed from the laser treatment. Cynosure became aware of the incident on 03/25/2016.

Event description:
Patient received blisters on nose and claimed of an alleged scar from a laser procedure. The incident occurred on (B)(6) 2015, but cynosure became aware 03/25/2016.